Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a skin irritation causing redness, pain, bleeding and scarring had occurred while wearing the pod on the abdomen for an unspecified duration of use. The patient also reported that the adhesive started peeling off and insulin was leaking from the pod. The patient reported blood glucose levels rose to over 400mg/dl.